Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary finding of bent instrument grips -tips to be related to the customer reported complaint. The instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.006¿ offset at the tips. Additional observation(s) not reported by site were also identified: the maryland bipolar forceps instrument was found to have charring and localized melting at the grip base on the outside of the yaw pulley. The instrument failed the electrical continuity test. The instrument was found to have a dislodged conductor wire at the proximal end in the housing. The instrument failed the electrical continuity test. No signs of thermal damage were observed. Visual inspection found no damage to the instrument. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported during central processing, the maryland bipolar forceps instrument tips would not match up. There was no patient involvement.